Event description:
It was reported that the patient will need left ventricular (lv) lead revision due to diaphragmatic stimulation below the pacing threshold. The lv lead remains in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.